Event description:
A customer contacted baxter¿s technical service center regarding air in the patient line during initial drain. The home patient (hp) started the initial drain without connecting. The technical service representative (tsr) assisted the patient with ending therapy and advised the patient to start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The cause of the reported event was use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.